Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the continuous glucose monitor (cgm) reading was inaccurate. There is no indication that the product issue caused or contributed to an adverse event. During troubleshooting, there were three possible use errors reported: the patient was not washing hands thoroughly and drying prior to finger stick testing; calibrations are being entered when the "???" Or "ant" icons, or out of range alerts are displayed. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.